Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon was implanting a 12.6, vicm5_12.6, -11.0 diopter, implantable collamer lens and the plunger overshot the lens and it became stuck. It was reported that the lens tore suring removal and ther was no patient injury. Model and lot numbers for delivery system are not available. On (B)(6) 2018 the lens was exchanged and the problem was resolved.

Manufacturer narrative:
Previous statement: on (B)(6) 2018 the lens was exchanged and the problem was resolved. Corrected statement: on (B)(6) 2018 an alternate lens was successfully implanted. Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found the haptic torn. Claim# (B)(4).